Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the second firing on the stomach, the two devices were not able to fire, the surgeon was able to press the green button and the handle did not squeeze. The first few pins popped out of the stapler. Replacement of the products was done to complete the case. There was no patient injury.